Manufacturer narrative:
RMA issued. Replacement emitter shipped to site (B)(4) 2013. Emitter was replaced on (B)(4) 2013, resolving the issue. System is fully functional. Medtronic investigation of the returned suspect device finds the field generator was connected to a test system with the cranial application. When the emitter was connected it immediately displayed red status and said "axiem emitter low drive error". Diagnostics show a fault on coil #9. The electrical failure directly caused the event.

Event description:
A site biomed representative reported an emitter that was intermittently tracking while in an ent procedure. Through trouble-shooting the emitter cable, the emitter returned to proper tracking. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.